Manufacturer narrative:
Section h the device was returned to the customer for use. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.

Event description:
Fire department personnel were attending to a pt in cardiac arrest. A 100 joule countershock was successfully delivered, however it was reported that during attempts at delivering additional shocks, the device charged but dumped the stored energy when the coil cords were streteched and placed on the pt's chest. A back up device was obtained and used to continue treatment to the pt. The pt was resuscitated.